Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Additional information: it was later indicated that the patient experienced increased pain; and numbness of their lower extremities when using the patient programmer. X-ray results on (B)(6) 2011 determined that the catheter had not migrated. The dose rate of baclofen was indicated as being: 67.43 mcg/day as of (B)(6) 2011, 74.93 mcg/day as of (B)(6) 2011, and 90.06 as of (B)(6) 2011. Surgical observations during the replacement noted erythematous, scaly, macular rash at the pump site; and the pump reservoir end was noted as slightly bulging and convex in nature. The rash was also described as being circular. The pump was anchored with suture loops rather than using silastic sleeve. The patient's outcome was indicated as having resolved without sequelae. Drugs delivered via the device were baclofen, fentanyl, bupivacaine and clonidine.

Manufacturer narrative:
Analysis of the pump later revealed no anomalies. The catheter was returned to the manufacturer with the 40 degree connector. Analysis of the catheter revealed no significant anomalies. The catheter was found to be partially occluded, in which they were able to break loose.

Event description:
A "possible occluded catheter and malfunctioning pump" was reported. Add'l info has been requested, but was not available as of the date of this report.